Event description:
It was reported that the patient presented to the hospital with a heart rate of 30 bpm. The device had no output and could not be interrogated. Battery depletion was assumed. During the last follow-up in 2009, all measurements were within normal range, and expected longevity was three years, with a minimum of one year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. Dr implantable pulse generator it was reported that the patient presented to the hospital with a heart rate of 30 bpm. The device had no output and could not be interrogated. Battery depletion was assumed. During the last follow-up in 2009, all measurements were within normal range, and expected longevity was three years, with a minimum of one year. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event interrogate, failure to output, none low battery.